Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Device received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. No unexpected reset to factory default noted. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had cracked case at display window corner (all corners), cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms and no delivery alarms, and a motor position encoder error alarm that wiped out the device settings. Customer's blood glucose was over 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.